Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 176 mg/dl. The customer was treated with an IV insulin drip (intravenous insulin infusion). Troubleshooting was performed and later it was declined. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. The customer stated that the change sensor alert led up to the event. No further patient complications were reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that she experienced hyperglycemia with a blood glucose value of 176 mg/dl at the time of call. Customer waited for blood glucose levels to normalize. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. It is not known if the auto mode feature was active at the time of incident. Troubleshooting was declined. Reportedly, the customer received a change sensor alert which led up to the event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered = 51 dailytotalofbasalinsulindelivered = 27.9 dailytotalofbolusinsulindelivered = 23.1 (B)(6) 2024 09:33:44.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 9.6 bolusamountdelivered = 9.6 (B)(6) 2024 13:30:36.000 normalbolusdelivere bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.4 bolusamountdelivered = 5.4 (B)(6) 2024 18:58:48.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 8.1 bolusamountdelivered = 8.1 please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2024 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2024 12:07:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 12:23:29.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 5:13:58 am. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during the testing. In further full review of the pump history/traces on the ss event date of (B)(6) 2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered = 61.9 dailytotalofbasalinsulindelivered = 25.8 dailytotalofbolusinsulindelivered = 36.1 on (B)(6) 2024 11:26:08.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 11.1 bolusamountdelivered = 11.1 on (B)(6) 2024 13:33:12.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.4 bolusamountdelivered = 5.4 on (B)(6) 2024 18:20:38.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 10.7 bolusamountdelivered = 10.7 on (B)(6) 2024 20:25:18.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.4 bolusamountdelivered = 5.4 on (B)(6) 2024 22:22:36.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.5 bolusamountdelivered = 3.5 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the ss event date (B)(6) 2024 in the formatted history file.  Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2023 10:31:41.000 all buttons function properly. No pump error 61 (stuck key alarm) noted during testing. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor anomaly (change sensor alert) or unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. No damaged threads on the battery compartment side of the pump noted during visual inspection. However, a hairline cracked case behind the pump near the battery tube compartment was noted. A test battery cap locks securely into place and the pump powered up properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Cosmetic damage at the battery compartment threads was not confirmed, however, other cosmetic damage was noted. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for sensor anomaly (change sensor alert) was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.